Event description:
Distributor received info that two leads were removed from service due to insulation break. The pt with an ICD and leads was experiencing oversensing. Their physician elected to perform an invasive procedure to replace the leads with a new sensing lead.